Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins had not been functioning for some time; the patient noted that there was scar tissue around the leads and that's why it was not functioning well. The patient's healthcare provider was planning on replacing their device set.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33 lot# j0114247v, product type lead. Product ID 3487a-33 lot# j0114247v, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(6), ubd: 20-aug-2005, UDI#: (B)(4). Product ID: 3487a-33, serial/lot #: (B)(6), ubd: 20-aug-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.